Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibia stemmed catalog # 42532007102 lot # 63385658; persona cr articular surface catalog # 42521000510 lot # 63510585. (B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00096, 3007963827-2019-00098. Remains implanted.

Event description:
It was reported that the patient had a knee arthroplasty. Subsequently, the patient experienced moderate pain, swelling, stiffness, and clicking noise in the right knee. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Dob - unknown day in (B)(6). Reported event was confirmed by review of patient's medical records. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.